Manufacturer narrative:
H3: product analysis #(B)(4): part # 6630904, lot # im21k054 visual and optical examination revealed the tip of the driver has broken. Optical inspection of the fracture surface revealed circular material displacement. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding the drivers used in the c5-7 anterior cervical discectomy and fusion (acdf) surgery for degenerative disc disease at c5-7. It was reported that the tip of the t8 driver was broken off during an attempt to lock the zevo lock plate. The tip was not recovered but most likely was sucked up into the suction. No piece of the driver was found in the patient. The zevo drivers was stripped and no longer usable while implanting zevo screws. No adverse event occurred to patient. There were no further complications that were reported.